Event description:
User called into emergency support program line to request and report issue during use with intra aortic balloon(iab) catheter regarding gas loss alarm two times. There was no blood in the helium tubing. There was no harm or injury reported.

Manufacturer narrative:
A gas gain/loss in the iab circuit takes place when a gas gain/ gas loss has been detected in the iab circuit respectively. When a cumulative shuttle gas gain / loss exceeds 5 cc, relative to the last autofill volume. The alarm activates when iab inflation period >= 80 msec and deflation period >= 250 msec. Troubleshooting performed via phone with emergency support. No service/repair performed or parts replaced.

Manufacturer narrative:
Corrected field h6 type of investigation in the d section suspect medical device and initial reporter section e1 information was already sent in initial MDR mfg report number. However same information was inadvertently submitted again in the previous follow up MDR.

Event description:
Na.